Event description:
The wife of a (B)(6) old, male, pt, called zoll customer support to report that the top of the pt's monitor had come loose and wires were exposed. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cracked case) has been confirmed. Upon investigation, the monitor end cap was separated. Loose white wires caused intermittent belt communication. The root cause of the separated end cap and loose wires could not be positively identified but was likely from the impact of the monitor on a hard surface. After reconnecting the white wires the monitor was fully functional. No adverse event resulted from the damaged monitor case and loose wires. The pt received a replacement monitor.